Event description:
It was reported that the patient presented in clinic after receiving multiple shocks. Review of the egms showed a junctional rhythm that appears to be svt. The device was reprogrammed and the patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.